Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead was electrically abandoned, and the device reprogrammed, due to high impedance of 2500 ohms. No patient complications have been reported as a result of this event.